Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ultra2 meter would not power on. The complaint was classified based information obtained by the customer care advocate (cca). The reporter stated that the alleged power issue began on the (B)(6), in the morning. The reporter informed the cca that the patient manages his diabetes with 10mg of byetta (twice a day) and 30 units of lantus insulin (twice a day). The reporter denied that the patient made any changes to his normal diabetes management as a result of the alleged power issue. The reporter stated that on (B)(6) 2012 the patient became shaky and sweaty and reportedly treated himself by consuming food and/or drink. At the time of troubleshooting the customer care advocate (cca) noted that the subject meter turned on by pressing the power button and by inserting a test strip. The cca also confirmed that the patient was using the correct test strips and that the subject meter did not need a new battery. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient was unable to test his blood glucose as a result of the alleged power issue and subsequently developed symptoms suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was evaluated and the primary complaint was not confirmed. The meter passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The control solution was also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.